Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead dislodgement was suspected. The decision was made to reposition this rv lead, but difficulty extending the helix was encountered. Subsequently, the rv lead was capped and a new rv lead was successfully implanted. No additional adverse patient effects were reported.